Manufacturer narrative:
Event summary: it was reported that a male patient (55 years of age at time of event) had left femur head necrosis and underwent left tha. On (B)(6) 2018, ten months' post-operative the patient suddenly reversed the left hip and found the biolox delta head fractured and was admitted for revision surgery on (B)(6) 2018. Review of received data: x-ray review: in total five undated x-rays have been received. Two left hip ap views and one pelvis overview, undated, pre-fracture: radiolucency around the screws, otherwise inconspicuous. Left hip ap view and second view, undated, post-fracture: radiologically visible fracture fragments. One or multiple large fracture fragments between acetabulum and femur and multiple small fracture fragments spread out from the acetabulum to the distal third of the stem. Available patient data: (B)(6) male, born (B)(6) 1963, 64kg, hypertension, hyperlipidaemia, double kidney stone history. Devices analysis: neither the product nor pictures of the product were provided to zimmer biomet for evaluation. Review of product documentation: all involved devices are intended for treatment. The compatibility check showed that all known components (versys stem, trilogy cup, trilogy screw and biolox head) are compatible. As the liner is unknown, the compatibility of the mentioned parts with the liner could not be performed. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary: it was reported that a male patient (55 years of age at time of event) had left femur head necrosis and underwent left tha. On (B)(6) 2018, ten months' post-operative the patient suddenly reversed the left hip and found the biolox delta head fractured and was admitted for revision surgery on (B)(6) 2018. The received x-rays show a device fracture; therefore, the reported event could be confirmed. Nevertheless, based on the x-rays no detailed evaluation could be performed. The device has not been returned, therefore, visual and dimensional evaluation could not be performed. Due to lack of medical reports no detailed evaluation was possible. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Additional information which was received on nov 19, 2019. The manufacturer received x-rays, other source documents (surgical reports, photos) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to implant fracture.

Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The patient was implanted on the left side and is being monitored due to implant fracture.